Manufacturer narrative:
A2: median patient age at surgery a.3b. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not p rovided in the published literature. D1, d.4. Product identifiers are unknown. G4. PMA / 510(k) #- unknown as product identifiers are unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Citation:relationship between preoperative adjacent disc height and the occurrence of adjacent vertebral body fractures after balloon kyphoplasty for osteoporotic fractures at the thoracolumbar junction. Motonori ishii, yusuke nishimura, yu yamamoto, yoshitaka nagashima, takafumi tanei, masahito hara, masakazu takayasu, and ryuta saito. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding, 'relationship between preoperative adjacent disc height and the occurrence of adjacent vertebral body fractures after balloon kyphoplasty for osteoporotic fractures at the thoracolumbar junction multiple manufacturer¿s devices were implanted in the study population'. The following medtronic devices were used: balloon kyphoplasty was performed, typically using kyphon bone cement. Among all patients, adverse events / device product performance issues included: cement leakage into the adjacent disc space occurred in 16 patients (16.2% of 99 total patients), with 4 out of 8 patients (50%) who developed caudal avf experiencing cement leakage into the inferior disc, and 3 out of 91 (3.3%) without caudal avf experiencing this complication. Cement leakage into the superior disc occurred in 9 out of 87 patients (10.3%) without cranial avf; no cases were reported in patients with cranial avf. Cement leakage into the inferior disc was significantly associated with the development of caudal avf (odds ratio 22.36, p = 0.04). No further information was provided pertaining to medtronic products.